Event description:
Procedure: lap oophorectomy. Reportedly, when the device was applied, the bag broke. The facility reports the bag tore at the bottom portion. The specimen was retrieved from the cavity and the cavity was flushed. There were no reported adverse affects to the patient. Note: during routine review, this report was reevaluated. At that time, the decision was made to file a report based on the information received.

Manufacturer narrative:
The device was received in quality assurance and a visual examination was performed. It was noted that the device was returned with the bag disengaged from the ring and the suture cut. No abormalities were noted with the device itself. There was a hole in the bottom of the bag; however, the seam was intact. The reported condition is confirmed and attributedto the bag coming into contact with a sharp object during application.